Event description:
When performing liver biopsy, needle appeared to be not sharp enough - unable to pass through tissue effectively. Replaced with another (same product) and biopsy was successsful. This physician reports "about 4 to 5 similar occurrences with the same product over the past few months."